Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, what appears to be a pouch bag can be observed, no damages can be observed on the photo provided. No conclusion could be reached as to the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a gallbladder, when they were removing the specimen bag the bag tore. It is unknown how the case was completed. There were no patient consequences reported. There is no further information available.